Manufacturer narrative:
Results bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for an air leak with the incident lot was observed. Conclusion - the root cause of this defect has been identified as most likely to be a manufacturing defect when the cannula was being formed.

Event description:
It was reported that a bd vacutainer® multi sample blood collection needle had an air leak which caused blood collection to stop. No injury or medical intervention reported.